Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that the device had a grommet and set screw issue and the physician was unable to reconnect the lead to the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.